Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced shakiness, tachycardia, diaphoresis, and incoherence. The cgm was reading 90 mg/dl and the blood glucose reading was 39 mg/dl. The patient self-treated with liquid glucose and recovered after treatment. There was no documentation of further medical evaluation or intervention for serious symptoms of hypoglycemia. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Patient reported my cgm values appear to be inaccurate the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.